Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under precautions, it states, "intraoperative fracture or breaking of instruments has been reported for general instruments." Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted that the inserter's thread had fractured. The root cause of the event was most likely due to misuse. Further investigation has been initiated to address the reported issue.

Event description:
It was reported that patient underwent initial total hip arthroplasty on (B)(6) 2015. During the procedure, the impactor handle threads sheered off while impacting, causing damage to the liner. The liner was removed and replaced without a delay in the procedure. No pieces fell into the patient's wound and a patient injury did not occur as a result.